Manufacturer narrative:
H10 correction: though requested the particle has not been returned for evaluation.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Further investigation underway.

Event description:
A user facility in the (B)(6) reported a small whitish particle came out of the sleeve at the start of phaco surgery. The particle retrieved from the eye with a forceps. There was no impact to the patient.

Manufacturer narrative:
Though requested the particle has returned for evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.